Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. (B)(6).

Event description:
Healthcare professional reported a right side capsular rupture. Patient is pregnant and lactating at time of event. Device remains implanted.